Manufacturer narrative:
The device was not returned for evaluation because it was discarded by the hospital. Based on the reported event information, indicating that the balloon was punctured by a stitch, the cause of this event was the result of use error. The instructions for use (IFU) and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed. If new information is received, a supplemental report will be filed.

Event description:
Edwards received information that, during a minimally invasive mitral valve repair, the balloon of an intra-aortic occlusion device was punctured due to a deep stitch in the a1 leaflet. The device had been in use for approximately forty (40) minutes. The surgeon, who was an experienced user, solved the problem using an external clamp. There were no adverse events for the patient who was noted in good condition.